Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported five bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in had foreign matter. The following information was provided by the initial reporter: "we have found a batch of syringes which have a cloudy appearance on the barrel of the syringe. This area coincides with where the plunger of the syringe sits."